Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that a serter came out without a needle attached. Customer's blood glucose was not known. When she attempted to insert the sensor with a serter, it was released and there was no needle. The customer did not have sensors to send back for analysis, but was advised she would receive replacement sensors.